Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 31 mg/dl, cause was unknown. Reportedly, the customer became unconscious, fell and hit chest and head and resulted in broken foot. The customer consumed carbohydrates to address bg level. Reportedly, the customer went to the emergency room (ER) where broken foot underwent xray, foot was put into cast and was given tylenol. Reportedly, customer left the ER two hours later with no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.